Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 58 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 63 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 investigation was performed via communication/interviews with the customer and the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation.

Event description:
This report summarizes 63 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 of the devices was evaluated and it was determined the device experienced loss of electric function, which is not reportable. The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 62 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There were 2 events with patient involvement; no adverse consequences were reported.